Event description:
It was reported that the device flowed more distal than expected resulting in patient complications and required intervention. Obsidio was selected for an embolization procedure in the splenic artery. During the procedure, obsidio was deployed after embold coils. The obsidio flowed more distal than expected. Aliquot technique was used. There was a resulting splenic infarct which required drainage that was ultimately able to be removed.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Victoria kim, aryan borole, haokang wei, david berezovsky, sudipta roychowdhury, jeffrey kempf, anupriya barot, shayan rashid, sumit baral, iiya livshits, michael censullo, ali saifuddin, howard brent, albert li, joshua kornblum, wayne colizza, aleksander kubiak, robert wu, siddant ganapath, catherine yang, francis kang. (Sir 2025). Single center experience utilizing obsidio comformable embolic (oce) for embolization.